Event description:
It was reported that a patient presented for a pacemaker (pm) replacement. During the procedure, the physician was unable to loosen the setscrew of the new pm. The physician elected not to use that pm and elected to complete the procedure with a leadless pm. The patient condition was stable.

Manufacturer narrative:
The reported event of during explant procedure the leads could not be removed was confirmed. Analysis revealed the atrial lead setscrew could not be untightened due to excessive septum punch-outs filling the setscrew inset. The excessive punch-outs were caused by incorrect and off-center wrench insertions through the septum by the user of the wrench performing the implant procedure. The ventricular lead setscrew could not be untightened due to over-torque of the setscrew by the user performing the implant procedure while tightening it. While trying to untighten the setscrew the wrench tip fractured off inside the setscrew inset because the setscrew was too over-torqued to turn. This is also a user related problem.